Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports their stimulator wouldn't work since it was implanted. "After 6 months they gave up". Pt reports when they found a doctor that would help they tried to switch them out. They found that the leads were bad that's why the stimulator wouldn't work. Pt reports difficulty finding a doctor close enough to where they live that can do the surgery.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.